Event description:
Paramedics responded to a pt described as in ideoventricular rhythm with a rate of approx 35 bpm. External pacing was initiated and capture was acquired with the device at a rate of 75 and 70 ma. According to the rptr, when the operator was palpating for a carotid pulse, an alarm was heard and the pacing current decreased to 0 ma. The report stated pacer power was cycled and the device's power switched to another battery with no success. The pt was transported to the hosp. No adverse affects to the pt were reported as a result of the alleged malfunction.